Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was admitted to the hospital the night prior to this reported due to increased pain. It was further reported the patient had metastatic lung cancer and was admitted due to pain related to metastasis of cancer. It was stated the patient had "a lockout interval of 3h, dri 5/24, and max activations of 5". A personal therapy manager (ptm) technical report was checked and it indicated the patient had 45 boluses available, 178 boluses were requested, 17 were given and 161 were denied. The pump was used to deliver bupivacaine and morphine. Information pertaining the outcome of the event was not reported. Follow-up is being performed.

Event description:
Additional information received indicated the patient had right chest pain and now abdomen pain. It was noted that the health care professional fixed the bolus problem, patient teaching. The patient was give IV pain-controlled analgesia (pca) for abdominal pain and the patient¿s dose was increased. At the time of report the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 8835, lot# serial# unknown, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).